Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc) and penumbra system jet7 reperfusion catheter (jet7). It was reported that the patient¿s anatomy was tortuous. During the procedure, while advancing the 3maxc through the jet7 in the target vessel, the physician experienced resistance; therefore, the 3maxc was removed. Upon removal, damage was observed at the distal end of the 3maxc. The procedure was completed using another catheter, 3maxc and the same jet7. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned 3maxc was ovalized approximately 147.0 cm ¿ 148.0 cm from the hub. Conclusions: evaluation of the returned 3maxc revealed a distal shaft ovalization. If the device is forcefully manipulated against resistance, damage such as an ovalization may occur. During functional testing, the returned 3maxc was able to be advanced through a demonstration jet7 without issue. The jet7 used in the procedure was not returned for evaluation; therefore, the root cause of the resistance was unable to be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.